Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported button error alarm for her daughter's insulin pump. Daughter's blood glucose was 288 mg/dl and was treated with manual injection. Troubleshooting did not find any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to back-up plan while a replacement insulin pump is being shipped. No additional information is provided.